Event description:
Event detail: the pt has a size 52mm tm monoblock cup, 28mm +0 proxilock head and a 13mm proxilock stem. The surgeon used the implex liner explant system to ream out the poly of the monoblock cup. He then cemented a size 50mm cemented revision constrained liner, using palacos r+g cement and replaced the 28mm proxilock head with the same size proxilock head 28mm +0.

Manufacturer narrative:
Investigation in process.